Event description:
Primary procedure: carotid endarterectomy. The blue balloon deflated at the end of the procedure. There was a clear rip in the balloon. The physician had to hold pressure and incision was sewed.

Manufacturer narrative:
The device has been returned for the evaluation on (B)(4) 2011. There are two additional devices from the same lot were returned. We were able verify and confirm the failure. We have found that the common balloon had a hole. We have also found pieces of plaque on the balloon. Two devices from the same lot were functional on the acceptable level (no problem found). The root cause of the failure remains inconclusive. However, most likely the balloon was damaged by the sharp piece of plaque. The lemaitre IFU warns that the possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure, especially when encountering extremely diseased vessels (arterial rupture or balloon failure due to sharp calcified plaque may occur). Please note that no pt death or incapacitating injuries happened. Additionally, lemaitre vascular has initiated a recall for the complaint lot (pft2209). Recall initiated due to incorrect expiration date on the outer box (2016-05 vs. 2014-05) and not related to the complaint event.